Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and was unable to reproduce incident. Fse replaced the tip clamp as a precautionary measure. The instrument was tested without further problem and was returned to expected operation.